Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the tubing set was connected to an unspecified microclave needleless connector connected to an unspecified port of the pt's peripherally inserted central catheter (PICC) and was being used to deliver an unspecified volume of normal saline, at a rate of 125 ml/hr, via a plum pump. It was reported that twenty-four hours after the delivery was started, the nurse attempted to disconnect the option-lok male adapter of the tubing set from the microclave connector. At this time, the customer contact reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the microclave connector. It was reported that a little bleeding was noted. No specific details were provided. The tubing set and the microclave connector were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.